Event description:
The patient experienced ischemic signs, however, pulses were still checkable. The patient's abdomen was opened due ischemic abdomen, and patient expired in the night. The patient expired while on support and per the medical safety officer not enough information to exclude use of the device from the outcome.

Manufacturer narrative:
Pump was returned for investigation cut from the catheter. There was heavy biomaterial found in the out flow cage, around the impeller. The purge gap was noticed to be larger than usual. The pump was ran for around 232 hours when the failure was recorded. This is over the design life of the impella cp pump ie. 192 hours or 8 days. Pump use exceeded the design life per design trace matrix. Therefore, the root cause of the pump stop was bearing wear beyond indication for use. The following information that was inadvertently omitted from manufacturer device report 1220648-2024-12304: b1 adverse event. B2 death; date of death. B5 revised. H1 type of report death. H6 health impact code 1802. Corrections: d4 model number. F6/f8-should have been left blank in the initial report. G1 manufacturing site name and address.

Event description:
The user facility reported a 47-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during impella cp support for 47-year-old male patient, the pump stopped, and the automated impella controller (aic) displayed 'impella stop"/"motor current high" and "impella stop/"retrograde flow" alarms. "Restarting the pump was not successful. Therefore, the pump was explanted. There was no reported patient harm.

Manufacturer narrative:
The impella device was received from the customer on (B)(6)2024 and therefore,¿an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿